Event description:
Follow-up identified the reported issue has resolved with the replacement ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced pocket heating while charging the ipg. As a result, the patient could not charge the ipg. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the ipg was explanted and replaced.